Manufacturer narrative:
(B)(4). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during an implantation of a pedifrag plate, a screw met a previously inserted cortical screw causing the screw to unravel in the patient. The damaged screw was removed and a new screw inserted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to provide the following additional information: (B)(4). Complaint sample was evaluated and the report of screw unraveling was not confirmed. The screw was found to be broken at the junction of thread and neck. Investigation results concluded that the reported event was due to the screw contacting another screw during implantation.